Event description:
A pt received her first treatment on 10/17/96 into perioral lines, periorbital lines, and the glabella. On approx. 11/26/96, the pt noted erythema and swelling at the periorbital and perioral treatment sites. On 12/9/96, she presented with persistent symptoms. The physician diagnosed a hypersensitivity and prescribed oral cortisone.